Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and [passed/failed due to]. A receiver charge and boot test was performed and failed due to no power. An interior visual inspection was performed and failed due to a damaged battery. Using a known good batter, the log was downloaded and but no data was available within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.